Event description:
It was reported that a pump malfunction occurred after it fell off a counter. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.